Event description:
It was reported that a patient¿s pump was replaced. The replacement pump was subsequently primed by a sales rep and successful wet to wet connection were made. The pump was then started and ran for approximately 3 seconds before cutting itself off. It was then decided to switch the patient to (B)(6). The tandemlife equipment was reported to have been discarded by the facility so product return is not expected. No additional relevant information has been received to date.